Manufacturer narrative:
Information regarding suspect medical device, common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (one cut catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle, indicating activation of the carbon dioxide cartridge. When tested as returned, the device did not spray. The carbon dioxide cartridge did not discharge upon deactivation of the device. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-CAPA design. When retested with a new carbon dioxide cartridge and activation knob, the device did not spray, however a hissing sound could be heard. The device was disassembled and the tubes were disconnected for removal of the powder. No powder was observed in the tube between the powder chamber and on/off valve. A visual of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The regulator was tested for leaks by submerging the regulator in water with a new carbon dioxide cartridge and activation knob and appeared to be leaking, but upon further investigation the leaking could not be replicated. The regulator was disassembled and nothing abnormal was found. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation, and the returned catheter was cut. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The carbon dioxide cartridge was activated correctly, but the powder could not be dispensed [unable to spray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.